Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported incident and determined that there was a failure of the motor controller board. To fix the issue, the fse replaced the motor controller board and performed running test without any problem occurring. The iabp was returned to the customer and has been released for clinical use.

Event description:
Customer reported that during intra-aortic ballon pump (iabp) therapy, an alarm¿ low vacuum¿ was generated. After this alarm, electrical test fails #51 was also generated and the iabp stopped pumping. Although there was attempt to restart, the iabp did not restart. Customer replaced the iabp with (B)(4)iabp to continue therapy, but it took some time to replace the iabp, and it was noted that there was a possibility of patient injury. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested with regard to the repair and status of the iabp and a supplemental report will be sent when this information is provided to us.

Event description:
Customer reported that during intra-aortic ballon pump (iabp) therapy, an alarm¿ low vacuum¿ was generated. After this alarm, electrical test fails #51 was also generated and the iabp stopped pumping. Although there was attempt to restart, the iabp did not restart. Customer replaced the iabp with (B)(4) iabp to continue therapy, but it took some time to replace the iabp, and it was noted that there was a possibility of patient injury. However, no adverse event was reported.

Event description:
Customer reported that during intra-aortic ballon pump (iabp) therapy, an alarm¿ low vacuum¿ was generated. After this alarm, electrical test fails #51 was also generated and the iabp stopped pumping. Although there was attempt to restart, the iabp did not restart. Customer replaced the iabp with sys98 iabp to continue therapy, but it took some time to replace the iabp, and it was noted that there was a possibility of patient injury. However, no adverse event was reported.